Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that on the day of this report, she woke up and found that the tubing was detached from the site and was hanging. She faced this issue with two infusion sets. She was fine as she had changed the site. No further information available.